Event description:
Additional information received per clinical assessment confirming that there is no failure associated with an endologix device: the type iiib endoleak of the afx2 bifurcated device is refuted and rather, only the non-endologix proximal stent failed due to its migration (45mm) and endoleak.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported rupture; this event is most likely user-related due to the off-label neck at 37.5mm (IFU requirement is 18-32mm), concomitant use of non-endologix products, and aortic remodeling. The reported type iiib endoleak event is refuted, and it appears the failure was at the proximal non-endologix stent that was placed at initial implant: non-endologix stent migrated 45mm caudally with endoleak. The procedure related-harms identified were limb ischemia, iliac occlusion and additional endovascular procedure. Post endovascular repair the patient lost distal pulses and returned to the operating room for open cut down lcfa and exploration of left lower extremity arterial occlusion. The final patient status was discharged on post-operative day 2 and at home in stable condition. Based on the new information received, there is no alleged deficiency related to an endologix device and therefore, this is no longer a reportable event to the FDA.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent and bolton/terumo relay (non-endologix) thoracic endograft (off-label use). Approximately 2.5 years post initial procedure, the patient presented emergently with a ruptured aortic aneurysm. The subsequent CT scan confirmed the rupture with a possible type iiib endoleak. In addition, it was noted that the bolton graft had slipped down into the aneurysm, causing no proximal seal. The physician elected to treat the patient by relining with an additional bifurcated afx2 device and bolton/terumo relay (non- endologix) thoracic endograft on (B)(6) 2019. There have been no additional patient sequelae reported.